Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be returned due to a battery problem. However, the sales representative indicated that the email link he was given to communicate did not work. Technical services indicated that the email link will be updated. This product was returned. No patient involvement.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device data confirmed the device software was programmed with an incorrect manufacturing date/timestamp. The device displayed an estimated remaining battery longevity that was less than expected due to this issue. If the product is returned, analysis would be performed, and this report would be updated should further information is provided. The product was eventually returned and analyzed, review results below. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp calibration causing the reported incorrect longevity calculation.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device data confirmed the device software was programmed with an incorrect manufacturing date/timestamp. The device displayed an estimated remaining battery longevity that was less than expected due to this issue. If the product is returned, analysis would be performed, and this report would be updated should further information is provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was going to be returned due to a battery problem. However, the sales representative indicated that the email link he was given to communicate did not work. Technical services indicated that the email link will be updated. No patient involvement.